Event description:
It was reported that the packaging of a minicap was damaged; further described as "the side of the packaging was open." The patient stated the "betadine did not look right¿ as it was dry. This occurred before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter first name: linwood (previously submitted as ni) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.